Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down and removed a 13.2mm vticmo13.2, -12.00/1.5/079 (sphere/cylinder/axis), implantable collamer lens, into the patient's right eye on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. A same length lens was implanted on (B)(6) 2020. The problem was resolved. Cause of the event is reported as user error.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found optic torn. Claim# (B)(4).